Event description:
It was reported that the insulin gauge was inaccurate. There was no reported impact to the customer¿s blood glucose level. Reportedly, the customer was not completing the air removal step during the load process and was reusing the cartridge. Tandem technical support educated customer regarding the air removal step and reusing cartridges. Customer reloaded the cartridge to resolve the issue.